Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code recurred and acknowledged this instruction.